Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown hip femoral head; unknown hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem. Initial reporter occupation: non-healthcare professional.

Event description:
Asr claim letter received. Claim letter alleges headache, seizures, cobalt and chromium exceeding the normal levels. It was also stated that the disorders complained by the patient were related to the anomalous wear due to the release of metal debris from the prosthesis implanted in 2006 which also replaced another same implant on 2005. Lab result shows metal ion levels above 7ppb. Doi: (B)(6) 2006; dor: (B)(6) 2016; left hip.

Manufacturer narrative:
Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.